Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a nc sprinter rx ptca balloon catheter was used to treat a non tortuous and non calcified lesion exhibiting 75% stenosis located of the left main (lm) coronary artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during the delivery. It was reported that the device would not deflate at the lesion site following the first inflation and that there was difficulty removing the balloon following the inflation as it would not retract into the guide catheter normally. The device was removed by forcing it out of the coronary export. No patient injury is reported.

Manufacturer narrative:
Add info: there were no difficulties noted when removing the protective sheath and packaging stylette from the device. There were no inflation difficulties. The balloon could not deflate. It was reported that the device would not deflate at the lesion site following the first inflation. The device was not moved or re-positioned prior to the deflation difficulties. The device was removed by forcing it out of the coronary artery. 1:1 concentration of contrast / saline was used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis: two photos were received for analysis. The first image shows the shelf carton. The lot number on the shelf carton corresponds to what was reported. A second image showing what appears to be the complaint device loaded in a guide catheter. The balloon of the device appears partially inflated. Product analysis summary: device returned loaded in to a guide catheter. A y adaptor and medtronic inflation device were attached to the luer of the device. The balloon was deflated on return. Stretching was evident to the guidewire entry port. The balloon bond appeared slightly necked. It was possible to remove the device from the catheter by folding the balloon and gently pulling it through the catheter. The device was inflated to nominal pressure of 10 atm with no issues noted. The device was then inflated to rbp of 18 atm and deflated in 6s with no issues noted. Deflation testing was then performed using the returned medtronic inflation device with no issues noted. Deformation was evident to the distal tip. No other damage was evident to the remainder of the device. No damage was evident to the distal end of the guide catheter. If information is provided in the future, a supplemental report will be issued.